Event description:
The nut started was used to further tighten the nut against the rod. Due to much force and starting and restarting, the c-ring feature of the instrument dislodged from the instrument. The c-ring was retrieved and the case was completed with another nut starter. No additional surgery time was reported.

Manufacturer narrative:
Device history record reviewed. Review of device history records indicate the device was mfg to spec. This MDR is being submitted late as this issue was identified during a retrospective review of complaint files conducted in-conjunction with implementation of revised MDR reporting criteria for zimmer.